Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. The customer provided photos of the device and skin irritation with the complaint report. The photos confirmed that skin irritation occurred under the external bolsters. Upon completion of the investigation on 3/17/2015, the event was determined to be reportable. A review of complaint history, instructions for use (IFU), quality control, and trends was conducted during the investigation. The customer reported that on (B)(6) 2014, "one of the anchors migrated into the subcutaneous layer of the skin was cut." Upon examination of photos of the event provided by the customer, it appears that there is skin irritation present in the shape of the device where 1 anchor was cut. The shape also shows the shape of the plunger still attached to the bolster. Also, on the anchor remaining in place, the physician had left in place the red plunger. The complaint was confirmed based on the customers testimony and provided photos. The complaint device was not returned for investigation. Photos of the device in place on the patient and the site of skin irritation once the device was removed, was provided and confirmed that skin irritation occurred under the external bolsters. It is feasible to suggest the physician pulled too tightly on the suture material, which caused the anchors to migrate into the subcutaneous layer of the skin. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
A (B)(6) yr old male patient with "hypharanx" tumor underwent a gastrostomy on (B)(6) 2014. The entuit thrive balloon retention gastrostomy feeding tube was placed successfully with no complications. On (B)(4) 2014, the patient was referred back to the radiology dept because the stomach contents were leaking out of the stoma. The anchors were loosened from the skin, the tube was retrieved a bit to secure the stoma from the inside. Late afternoon the patient was referred again to the ir dept because of continuous leakage of stomach content. To verify there was no disability in the stomach, a fluoroscopy was performed. The results indicated there was regular passage possible into the duodenum. CT was performed showing regular position of the prg tube and the balloon was fully inflated. After removal of the tube on (B)(6) 2014, the amount of aqua dest was correct with 5ml. One of the anchors migrated into the subcutaneous layer of the skin was cut. The patient underwent another procedure to have the tube removed and 22 fr drainage catheter and pulmo ball balloon catheter was placed to seal the stoma to ensure that nutrition will be forwarded into the duodenum. The patient experienced the occurrence of inflammation of the skin outside the stoma and subcutaneous layer has been diagnosed. No other issues have been reported.